Event description:
It was reported that catheter issues occurred. The 99% stenosed target lesion was located in a moderately tortuous and none calcified left anterior descending artery (lad). The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device became stuck with the guidewire, and the catheter also kinked. The device was then removed as usual, with no visible damage to the guidewire. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked and twisted, and that both the imaging window and drive cable were also twisted. The guide wire was not returned for product analysis.

Event description:
It was reported that catheter issues occurred. The 99% stenosed target lesion was located in a moderately tortuous and none calcified left anterior descending artery (lad). The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device became stuck with the guidewire, and the catheter also kinked. The device was then removed as usual, with no visible damage to the guidewire. The procedure was completed with another of same device. There was no patient injury.